Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was noticed to be dislodged during a non-related heart surgery. A surgical revision was performed in which the ra lead was abandoned, a new ra lead was implanted and the patient was treated with intravenous antibiotics to resolve the issue. No additional adverse patient effects were reported.